Event description:
It was reported that the customer had champagne size air bubbles within the infusion set tubing. Tandem technical support educated the customer these are normal. As a result, the customer experienced an elevated blood glucose (bg) of "high"; although a specific value was not given. Customer address their bg with a correction bolus via pump. Customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.